Event description:
The affiliate reported that after implantation of the shunt, an infection occurred and the device was removed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that only the catheters were returned for investigation. A review of the history device records confirmed the catheter conformed to the specifications when released to stock. In addition, a review of the sterilization certificate also confirmed the device conformed to all sterilization specifications. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.